Event description:
Paramedics responded to a person found unresponsive, described as in full cardiac arrest. The pt was connected to a defibrillator/monitor/pacemaker with the electrodes, diagnosed as in asystole and external pacing initiated. According to the reporter, the pacemaker would not pace the pt. The basis for this opinion was not reported. The pt was transported and, upon arrival at the hosp's emergency department, a backup defibrillator/monitor/pacemaker was used with the same electrodes. The reporter stated that the backup pacemaker also would not pace the pt but again did not report the basis for this opinion. The electrodes were replaced with another set of the same type and, according to the reporter, the pacemaker was then able to pace the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment that the pt had been "down a long time."